Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated at 7atm for 5 seconds six times, but dilation was poor due to severe calcification. Subsequently, it ruptured when inflated successively at 10 atm for 5 seconds five times. The procedure was completed with a different device. There were no patient complications reported.